Manufacturer narrative:
No information has been provided to date. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump is alarming for no disposable, pump will not run. The alarm was silenced, the settings were reviewed and the pump was powered off. The batteries were removed and replaced, but upon powering the alarm persisted. The pump was powered off and the patient was advised to call the clinic. No patient injury was reported.